Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite. Found that the flow sensor was not fully installed and the diaphragm was installed backwards. Technician calibrated the ventilator ran performance check, the unit ran for over an hour within OEM specification (original equipment manufacture). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit has circuit disconnect, low minute ventilation (low ve), low peak inspiratory pressure (pip), and cannot detect any flow coming out from the ventilator. As of this time, there is no information about patient involvement associated in this reported event.